Manufacturer narrative:
Based on the claim against the product by the customer noting instrument damage and a fragment falling into the patient, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the instrument logs of the tip-up fenestrated grasper (part number 470347-12/ lot number k10220912 0091) associated with this event has been performed. Per the review, the tip-up fenestrated grasper instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 8 uses remaining after the last procedural usage. No image or video was available for review this complaint is reportable malfunction and adverse event due to the following conclusion: it was alleged that the tip-up fenestrated grasper instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was not retrieved. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the tip of the tip-up fenestrated grasper instrument was broken off inside the patient. The instrument was removed. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and the following additional information was obtained: the tip-up fenestrated grasper instrument tip broke when manipulating patient fat tissue. The fragment was not retrieved. An x-ray was performed to locate the fragment, but the customer was unable to find it. The patient has not returned to the hospital with any post-surgical complications and there was no patient harm.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken grip at the tip of the grip. A piece approximately 0.276" x 0.196" was found to be broken off. The broken piece was not returned.